Manufacturer narrative:
The suspected faulty oob display assembly was returned to getinge¿s national repair center (nrc) for evaluation. A senior repair technician inspected the display assembly and observed no visual damage. The national repair center installed the display assembly into the cardiosave test fixture and tested the display assembly to factory specifications per procedure. The national repair center verified the failure of the display flickering on the upper display. The display failed testing. The upper display was sent to the supplier for failure analysis per procedure. A supplemental report will be submitted upon completion of this investigation.

Event description:
The getinge designee reported that while they were testing the cardiosave intra-aortic balloon pump (iabp), the bottom part of the screen was flickering. There was no patient involvement and no adverse event was reported. This is an out of box failure.

Event description:
The getinge designee reported that while they were testing the cardiosave intra-aortic balloon pump (iabp), the bottom part of the screen was flickering. There was no patient involvement and no adverse event was reported. This is an out of box failure.

Manufacturer narrative:
The supplier reported that they had found the problem with the display. The cause of the failure was found to be a foam block that was inserted into the upper display to keep a connector from moving. The foam block was applying pressure to the cable and resulted in the flickering of the display. The problem has been resolved by removing the foam block and applying tape, along with replacing the top cover. The national repair center is retaining the display as per procedure.

Manufacturer narrative:
The production device history record (DHR) for this iabp unit was reviewed and no non-conformances related to the reported event were noted. Additional information has been requested. A supplemental report will be sent upon receiving this information. Full event site name: hemsons international (pte) ltd.

Event description:
The getinge designee reported that while they were testing the cardiosave intra-aortic balloon pump (iabp), the bottom part of the screen was flickering. There was no patient involvement and no adverse event was reported. This is an out of box failure.

Event description:
The getinge designee reported that while they were testing the cardiosave intra-aortic balloon pump (iabp), the bottom part of the screen was flickering. There was no patient involvement and no adverse event was reported. This is an out of box failure.

Manufacturer narrative:
The getinge designee that encountered the issue, replaced the complete monitor module assembly to resolve the issue, then there was no flicker in the display. The iabp was then released to the customer and cleared for clinical service. The defective monitor module assembly was sent to mahwah nj for failure investigation. A supplemental report will be submitted upon completion of this investigation. The full initial reporter name is (B)(6). The initial reporter named is a getinge authorized designee who has different contact details from that of the event site, and has the following contact information: (B)(6).